Event description:
A customer reported experiencing a skin reaction while wearing the adc freestyle libre 2 sensor, with symptoms of pain and insertion site infection. The customer had contact with a healthcare professional and received antibiotics as treatment. The customer further reported he underwent 2 surgeries but it is unknown if the surgeries were due to the use of an adc device as no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m000av88ew has been returned and investigated. No physical damage was observed on the returned sensor patch. The adhesive was not returned, however extended investigation for this complaint was previously completed and reported in the previous submission, therefore no further investigative actions are required. No malfunction or product deficiency has been identified. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, no product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history record) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc requirements. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing a skin reaction while wearing the adc freestyle libre 2 sensor, with symptoms of pain and insertion site infection. The customer had contact with a healthcare professional and received antibiotics as treatment. The customer further reported he underwent 2 surgeries but it is unknown if the surgeries were due to the use of an adc device as no further information was provided. There was no report of death or permanent injury associated with this event.